Event description:
The reporter noted: "product discoloration". There was no pt contact with this product. On (B)(6) 2012, product was received by the MFR and the putty appeared discolored and had mold on it.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.